Event description:
Inside the incubator's plexiglass hood, there is a thermometer in a thermometer holder which is glued to the hood. The holder becomes ungluded and falls into the incubator. Recently, there were 2 incidents where the thermometer barely missed infants. The reporter notified the MFR of the probelm as far back as 3 yrs ago. Since 1987, there have been 21 incidents; 4 reports were made to the MFR. This info was submitted as f/u 3/10/94: another incident occured on 3/4/94.